Manufacturer narrative:
Manufacturing site evaluation: sample received: 4 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this batch code. There are no units in stock. A total of (B)(4) units were manufactured and distributed. Received 4 closed samples and one open sample, there is only the support cardboard with the thread inside, there is no needle. Performed tightness test to the closed samples received and the units are tight. Tested the needle attachment of the closed samples received and the results fulfill the requirements. A minimum of five samples would be preferred because it is the minimum number of units that is required. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(4). Needle is loose and detached.